Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited unspecified helix rotation issue. The lead was replaced during procedure. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 58.0cm with helix found retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to helix being clogged with blood/tissue.